Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, noise was observed on the rv pace/sense channel when touching the pocket area. The lead was repositioned and reconnected to the device and noise was still present. The lead as removed from the body, however, noise was still present. The device was then removed and a new device and rv lead were implanted and no noise was present. A lead to device header connection issue was suspected. This product was attempted, but not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.